Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the discardit¿ ii syringe w/o needle the connections break off during use and sometimes are completely missing.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: we have been provided with the affected samples. Visual inspection of the returned samples presented the tip broken. That confirmed the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (october 25 - 28th, 2017). Syringes were assembled in machine nº4252, nº4251, nº4208, nº4204, in lot #7296759 (october 27th - november 6th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7296624, #7296261, and no problems, defects or qn related to the reported issue were found. Investigation conclusion: the returned sample presented the reported issue. We could confirm the reported issue. Root cause analysis: the material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of use or some strong condition during handling or use of the product.